Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to the patient experienced migraines (not device related) and required MRI of the head in that area to rule out the cause. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.